Event description:
The complainant has reported that a pt underwent a right ureteroscopy with attempted stone basketing for treatment. The pt is noted to have a difficult anatomy. The zero tip basket was in position and did grasp the stone. It is unknown if the size of the stone, the patient's anatomy or both resulted in the inability to remove the stone. The clinician was unable to open the zero tip nitinol basket to release the stone. The basket was cut in an attempt to release the stone. The attempt was not successful. The basket was left in the pt's bladder. The retained basket required proximal urinary drainage which was corrected with a secondary surgery within 48 hours. There was successful removal of the original stone and basket. According to the user facility, there were no complications sustained. Attempts to obtain add'l info on the status of the device and add'l pt information have been unsuccessful.